Manufacturer narrative:
The pump passed the displacement test and self test. However, hardware low level failure alert alarm confirmed in the pump history file due to broken trace at u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that their insulin pump had hardware low level failure alarm. Customer was able to clear alarm and able to complete rewind the insulin pump. The customer blood glucose level was 14.8 mmol/l at the time of incident. Customer experienced high blood glucose and had ketones. The insulin pump will be returned for analysis.